Event description:
Resident at bedside discovered that the balloon for the foley catheter popped inside the bladder. Resident notified the attending surgeon and teh(total extraperitoneal hernia) surgical team.